Event description:
Respiratory therapist had just completed breathing treatment on a patient and heard a noise and noticed smoke coming from the bottom of the pulse oximeter located on top of a ventilator. No adverse outcome to the patient was noted. The pulse oximeter was removed from service.

Manufacturer narrative:
This medwatch report is submitted while the manufacturer (dixtal medical inc.) Awaits the response from the reporting facility to my request for a copy of the investigation findings (currently ongoing) as well as my request for return of the device for our evaluation. The report concerning this malfunction was initially received via the FDA medwatch report # (B)(4) which was actually received by respironics on october 30, 2009 and subsequently emailed to me. The device is reported as 12 years old and has not been serviced by dixtal since we acquired the pulse oximetry product line in october 2007 from respironics who acquired the pulse oximetry product line from (B)(4) in 2002. Any additional information will be submitted as we may receive responses to my request for additional information, reports and the return of the device for our evaluation.